Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing never having therapeutic effect following an implant. Follow up information received noted that the patient met with their physician and the company representative for the event. The patient had surgery on the device system on (B)(4) 2011. Additional information was requested.